Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporting address postal: unknown.

Event description:
It was reported customer indicated there was a recent patient death. During a discussion with biomed related to product orders, it was noted the hospital had used the mx40 batteries beyond the intended lifespan. In addition, there had been a recent patient death so all batteries were being replaced; however, there was no indication the patient death was related to battery life issues or whether the death was related to philips devices.

Manufacturer narrative:
The customer clarified and confirmed that there is no reported patient involvement or death, nor was the philips product causing or contributing to a patient death. The customer was just replacing batteries, the mx40 batteries at the customer site were beyond their intended lifespan, and the hospital is replacing all their batteries. This complaint is not a reportable event with philips. There is no allegation of product deficiency or other indication that a product performance issue or malfunction has occurred

Event description:
The customer reported that they had used the mx40 batteries beyond the intended lifespan. The device was not in clinical use at time of event, no patient involvement.